Event description:
It was reported that the patient underwent a revision approximately 1 year post-implantation due to lag screw migration and the patient complained of pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. D10: concomitant medical products: desc: z nail cmf 11.5mmx21.5cm 125 l; item: 47-2498-211-11; lot: 3141710 the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.